Manufacturer narrative:
Visual inspection noted that the irrigation tubing is cracked at the proximal (narrowest) side of the adhesive joint securing the tubing to the luer fitting. Dried saline was noted in the luer and distal end. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. There is no evidence this device was used in a manner inconsistent with the labeled indications.

Event description:
During the preparation of the procedure a intellanav mifi open-irrigated ablation catheter was selected for use. When the catheter was flushed with saline solution outside of the patient with a pump, water came out of the side tube of the catheter. The catheter was visually checked and found that the tube was torn. The adhesive looked like it was melted and leaked from that area. The catheter was exchanged, and t he procedure was completed without any patient complications.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During the preparation of the procedure a intellanav mifi open-irrigated ablation catheter was selected for use. When the catheter was flushed with saline solution outside of the patient with a pump, water came out of the side tube of the catheter. The catheter was visually checked and found that the tube was torn. The adhesive looked like it was melted and leaked from that area. The catheter was exchanged, and t he procedure was completed without any patient complications.